Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was performed for suspect lot number h10h05091 with no defects noted. The cause of the peritonitis was poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from (B)(6) and is a spontaneous report by a consumer in (B)(6) who didn't clean exit site before treatment and peritonitis coincident with dianeal pd4 ultrabag therapy for peritoneal dialysis (pd). During a call with baxter customer services, the consumer reported the following. On an unreported date, the patient did not clean his exit site before treatment. On (B)(6) 2011, the patient experienced peritonitis. Treatment for the peritonitis was not reported. On an unreported date, the patient recovered from the peritonitis. Dianeal therapy was ongoing. The consumer did not provide and opinion of causality for the events.